Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
Rxsight became aware of a patient who had a posterior capsule tear during the implantation surgery for their light adjustable lens (lal).